Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro was initially connected, the device began overheating without the activation toggle switch being activated. The hospital used a replacement device, successfully completed the case. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).